Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assembly. Unable to test for the alarms or button keypad anomaly due to the blank display. The insulin pump was received with cracked battery tube threads.

Event description:
The customer reported an alarm, numbers scrolling up and a blank display after jumping into the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.